Event description:
Boston scientific received information that the timeframe from elective replacement indicator (eri) to end of life (eol) for this device was less than 90 days. It was also noted that the patient reportedly feeling peculiar when the device went to vvi mode. A revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.